Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the touch screen was intermittently unresponsive and the wake button was sticking. There was no reported adverse impact to the customers blood glucose level. The customer declined follow up from tandem technical support and no further information was able to be obtained.